Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon. There was no patient injury reported.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon. There was no patient injury reported.